Event description:
The ge oec 9900 fluoroscopy system was reported to have oil leaking from x-ray tube area.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the x-ray tube that had been installed several days prior. Doa x-ray tube returned for testing at slc facility. Minimal amount of oil noted from tube. No hazard associated. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.